Manufacturer narrative:
H6; pawl was overridden and anti-backup feature was non-functional. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, ab)no; clip in jaw, ab)no; clip stack pressure, a)good b)n/a; clip staging, a)good b)n/a; clip track location, ab)good; condition of cartridge cover tabs, ab)good and total # clips remaining, a)10 b)0. Functional tests & results: anti-backup functional, a)no b)n/a; clip form properly, a)yes b)n/a; clip feed properly, a)yes b)n/a; cycle applier, a)yes b)no and lockout functional, a)yes b)no. Analysis conclusion: a)it was concluded that reported incident may have been caused by partially stripped pawl. Applier was received in good physical condition, with no clip in jaws. Instrument was examined and was found to be functional. Applier was cycled and properly fed clip into jaws, and then fed, and formed remaining 10 clips within design specification and without incident. It was concluded that applier was conforming to design specifications. Anti-backup feature was non-functional due to and overridden and stripped pawl. B)no conclusion could be reached as to what may have caused the reported incident during surgery. Applier was received empty and with lockout spring overridden, damaged, and loose in body assembly. No functional testing could be performed due to applier being empty. A)if firing handles are forced open before firing stroke is completed, pawl will become stripped. Instrument must be fired until handles meet body assembly to ensure clip being applied is fully forced. After firing stoke is completed, handles will return to open position. B)if firing handles are forced closed after instrument has been fored out, lockout feature will become overridden and non-functional.

Event description:
It was reported during a radical prostatectomy the mcl20 would not clip properly and two clips would dispense at one time. A second mcl20 was opened and the same type of problem occurred. A third mcl20 was opened and seemed to work properly. There was no consequence to the patient.